Manufacturer narrative:
The investigation of the reported issue was performed by our experts. Investigation showed that a thread within the processor of the image acquisition system (ias) stopped responding and all attempts of x-ray release were queued as the thread was occupied. The root cause was identified as a sporadic deadlock caused by the thread getting stuck during a segment server call. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens was informed about a malfunction that occurred while operating the artis icono ceiling system. During a procedure with a critical patient, no x-ray release was possible when pushing the footswitch pedal. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the report event. A supplemental report will be submitted upon completion of analysis.